Manufacturer narrative:
Visual analysis of the photographs identified: -rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported left side rupture diagnosed via ultrasound. Healthcare professional provided video indicating left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported left side rupture diagnosed via ultrasound. Healthcare professional provided video indicating left side rupture. Device has been explanted and replaced.